Event description:
It was reported that during implant of the atrial lead, an implant position with stable capture and sensing values could not be located. No patient symptoms were reported. The lead was not implanted. A replacement lead was implanted at that time.

Manufacturer narrative:
(B)(4).